Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 597 mg/dl. Cause of elevated bg level was unknown. Customer treated bg level via manual injections prior to arriving at the ER. Once at the ER the customer did not receive additional treatment; customer was only monitored. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.